Event description:
A peritoneal dialysis (pd) patient reported that they were in the hospital with peritonitis. The patient reported that the peritonitis came from a bacteria culture showing from water or a shower drain. The patient reported that they were staying with a friend and took a shower at their home and the is where the bacteria came from. The patient reported that they are expected to be released from the hospital soon. Upon follow up, the patient stated that they could not remember the exact dates of their hospitalization but reported "it was about week ago" and that they were admitted for "only a couple of days." The patient reported that their initial symptoms included abdominal pain, nausea, and vomiting. The patient stated that they underwent pd therapy during this admission on a hospital provided cycler (model and brand unknown). The patient confirmed that a peritoneal effluent fluid culture was taken, but could only remember the resulting microorganism started with an "s." Additionally, the patient was told by a physician this microorganism is found in contaminated water and the source of infection was their pd catheter (not a fresenius product) coming into contact with this contaminant. The patient stated that they were prescribed intraperitoneal antibiotics, but could not recall the name, dose, or frequency at which they were ordered. The patient confirmed this event was not due to a malfunction or deficiency of the liberty select cycler or any fresenius product(s) or device(s). The patient reported that they have recovered from this event and remains on continuous cyclic pd on the same liberty select cycler at home post-discharge with no further adverse events. The patient did not provide demographic information pertaining to this event. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).